Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient above the eyebrows with juvéderm® ultra plus xc. One day later, the patient experienced ¿necrosis.¿ the patient was treated with hyaluronidase. The symptoms are ongoing.